Event description:
Boston scientific received information that one day post implant of this right atrial (ra) lead, it was noted that the thresholds were increased and high rate pacing at max outputs. A chest x-ray was taken which showed the lead had dislodged. A lead revision was performed successfully. All post operative checks showed the lead is working appropriately. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.